Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm 10bag 500 wal were damaged and unable to aspirate during use. The following was reported by the initial reporter: "it was reported that the consumer had difficulty drawing up the medication with three syringes. Also, the plunger bent and was very weak/thin. Verbatim: relion consumer reported difficulty drawing up his medication with 3 syringes. Stated the plunger also seems to bend and is very weak and thin on these syringes. Stated this product is a mess and he will not be using them anymore. Request refund. Lot #0160001, cat # 328512 date of event: (B)(6) 2021 for all issues reported samples: yes, sending mail kit."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (2) 3/10cc, 8mm relion, bd manufactured syringes along with a syringe and a poly bag that is not bd manufactured product. Customer states that the plunger bent, was very weak/thin and that they had difficulty drawing up the medication with three syringes. The returned bd manufactured syringes were tested and both were able draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0160001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm 10bag 500 wal were damaged and unable to aspirate during use. The following was reported by the initial reporter: "it was reported that the consumer had difficulty drawing up the medication with three syringes. Also, the plunger bent and was very weak/thin. Verbatim: relion consumer reported difficulty drawing up his medication with 3 syringes.stated the plunger also seems to bend and is very weak and thin on these syringes. Stated this product is a mess and he will not be using them anymore. Request refund. Lot #0160001, cat # 328512. Date of event: (B)(6) 20 21 for all issues reported samples: yes, sending mail kit".